Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ping meter was giving inaccurately erratic readings. The patient reported obtaining the blood glucose readings of 97 mg/dl and 200 mg/dl on the reported meter within 20 minutes of each other. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.